Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The foil pouch was received without a retainer. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. The root cause of the observed damage was an assembly error. Replication of this condition may occur if the packaging operator does not perform a 100% visual inspection to assure the unit is defect free. The product analysis established a relationship between a device failure and the reported incident of retainer missing from foil. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one envelope was empty and had no suture and needle.